Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 2700 aortic valve implanted for 15 years and 1 month underwent a valve-in-valve procedure due to unknown reasons. The procedure was successfully performed with a 26mm 9600tfx transcatheter valve. No other details were provided.

Manufacturer narrative:
Updated sections: a1, a4, b5, b7, d4 expiration date and UDI, h4, and h6 the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 27mm 2700 aortic valve implanted for 15 years and 1 month underwent a valve-in-valve procedure due to severe stenosis and moderate regurgitation. Patient presented with chronic systolic chf, nyha class iii the procedure was successfully performed with a 26mm 9600tfx transcatheter valve. Overall, patient tolerated the procedure well without significant difficulty or evident complication. Patient was extubated and transferred to the cardiac surgery ICU in stable condition. Patient was discharged home on pod#1.